Event description:
The hospital reported that during the saphenous vein harvesting procedure, the scissor shaft was sticky when being moved in and out of the harvesting cannula. The same devices were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.